Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1978s-1 serial/batch number (B)(6)was received for investigation. Visual evaluation observed that the trans-fix ii drill pin, 3mm is missing features specified in drawing c1230 at revision 5. The missing features are the thread round-out, the knurl, at the tip, and the slot 2 plcs at the distal end. Complaint manufacturing. Complaint supplier process.

Event description:
It was reported that during knee surgery the eyed pin wire is not completely formed so it is impossible to pass the wire through. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.